Event description:
On (B)(6) 2012, the patient contacted animas, stating that the ok keypad button required hard presses to elicit a response. The patient noted a tear in the ok keypad button and alleged that the response issues had occurred first. This complaint is being reported because the reported issue was not resolved with troubleshooting. There was no indication that the product caused or contributed to an adverse event.

Manufacturer narrative:
The pump has been returned to animas. Evaluation has not yet been completed. Animas has conducted a review of the device history record for this pump and confirmed that it was operating within required specifications at the time of release. When evaluation is complete a supplemental report will be filed. No conclusion can be made at this time.

Manufacturer narrative:
Follow-up # 1 (B)(4) - device evaluation: the pump has been returned and evaluated by product analysis on (B)(4) 2013 with the following findings: the keypad was torn over the ok button. During testing, the ok and down arrow buttons were intermittently unresponsive; the up arrow and contrast buttons responded appropriately. During investigation, evidence of contamination was found under all key contacts and the ok contact was found to be inverted. Unrelated to the complaint, evaluation revealed a discolored/faded display screen, which has no effect on insulin delivery function.